Event description:
It was reported that post fall, the patient has been experiencing ineffective therapy. X-ray imaging revealed migration of the patient's lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.